Event description:
I had a hip replacement in (B)(6) 2007 and (B)(6) 2008. It is a metal on metal hip mfg by biomet. My surgeon has already informed me that he will have to do a revision on my right hip due to it not taking. I know that has been concern about this type of hip and that they are recalling depuy at this time, however, I believe that they should recall all metal on metal hips if the pt is having problems. I have been having problems long before this recall and think something should be done about this problem.